Event description:
It was reported that the patient experienced a vf episode and the device did not deliver hv therapy. As a result the patient expired. Interrogation of the device displayed a message that the hv lead impedance was less than 10 ohms. An alert was also noted that there was a possible output circuit damage.

Manufacturer narrative:
Analysis shows that the device delivered into a low impedance load while delivering a 20j shock in 2009. This caused the reported sosd alert and, as a result, subsequent hv therapies were aborted. The device's hv output circuitry was damaged. This damage is consistent with a short between the rv lead and the ICD can; the lead is believed to be damaged.